Event description:
It was reported that a vessel dissection occurred. The patient presented with an acute myocardial infarction. The lesion being treated was located in the highly calcified mid right coronary artery. Using a 145cm guidezilla extension guide catheter, the physician implanted a 3.5x18mm non-bsc stent. It was then noted that at the proximal end of the catheter was a dissection. The dissection was treated by implanting another 3.5x18mm non-bsc stent. No patient complications were reported and the patient was fine after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).